Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the neurovascular diagnostic procedure was delayed, and the procedure was completed by moving patient to another room. A philips field service engineer (fse) inspected the system on-site and analyzed the logs, identifying defects in both the small and large focus. Further troubleshooting determined that the x-ray tube was faulty. The fse replaced the x-ray tube and carried out the necessary calibrations. The defective tube was returned to philips for further analysis, where it was confirmed that the tube failed due to a small blown filament. After replacing the tube, the system was restored to proper working order. The codes have been updated based on the investigation's outcome.